Event description:
An ophthalmic surgeon reported the during a procedure, the illuminator suddenly went off. The system was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
The sample has been received and in-house evaluations in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).